Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancets were missing from her onetouch ultrasmart meter system kit. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. It is not clear when the alleged issue began. The patient does not take diabetes medications. It is not known if the patient made changes to her usual management routine. Due to the reported issue, the patient alleged she could not continue testing her blood glucose. The patient claimed she experienced symptoms of ¿hypoglycemia,¿ however, symptoms were not specified. The patient treated self with glucose gel. The patient also mentioned she used to work as a paramedic. The patient reportedly obtained blood glucose results ¿around 47-57 mg/dl¿ with other devices (on different occasions). The cca noted the closure seal was intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly may have developed symptoms suggestive of a serious injury after the alleged product issue began.